Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, upon initial inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with this device and no patient complications were reported.